Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that the pump touch screen was cracked and unreadable. Reportedly, the customer broke the pump while playing sports. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose was 307 mg/dl